Manufacturer narrative:
Based on quality assurance (qa) assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a subconjunctival hemorrhage in the left eye while docking. The bleeding appeared to originate at 13 millimeter diameter on the nasal side and spread approximately 60 degrees during treatment around the 12 millimeter circumference of oct image. The surgeon applied pressure with a weck cell to the affected area. The bleeding stopped in 30 to 60 seconds. No suture was required and the procedure was completed. Additional information received states that the patient is doing fine postoperatively.